Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the control body broken, the remote control button cracked, the segment corroded, the control body corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.